Manufacturer narrative:
Investigation findings: call (B)(4) was received indicating that finished good 89-8665, head and neck pack (lot number 39772171) contained gauze that was fraying. Raw material (B)(4) is the gauze product. The qc complaint specialist reviewed the work order for discrepancies that would have contributed to the reported issued. No discrepancies were listed in the work order in association with raw material (B)(4). Lot mapping identified that finished good 89-8665 (lot number 39772171) contained raw material (B)(4) (lot number 15f099762x). Covidien supplied the raw material lot number. The qc complaint specialist reviewed the 2013-2015 supplier corrective action request (scar) and supplier notification letter (snl) logs for similar complaints. No previous complaints were identified for raw material (B)(4), but similar complaints were identified for the product line. Scar2015-301kjg was issued on (B)(4) 2015. The qc complaint specialist followed up with covidien in reference to outstanding scar response on (B)(4) 2015. Deroyal supply chain was included in communication with the vendor. The sample has been received and forwarded to covidien for evaluation. Covidien has identified that the scar will not be returned by the due date and is known to require additional time to complete the investigation. The qc complaint specialist has determined to forward the complaint for closure and re-open when an acceptable scar response is received from covidien. The outstanding scar response will be monitored through the 2015 scar log. Correction: replacements have been provided on sales order number (B)(4). Root cause analysis: the reported issue has been determined to be a failure due to a vendor manufacturing error. Covidien has not identified a true root cause and or returned the scar response to deroyal. Corrective action and/or systemic correction action taken: due to the investigation and root cause determination, a corrective action has not been taken. Preventive action: due to the investigation and root cause determination, a preventive action has not been taken. The investigation is incomplete at this time. This report will be updated as more information becomes available.

Event description:
Covidien product #7463 has been coming in and fraying. This is the same item that they use single sterile. It is coming apart very easily.

Manufacturer narrative:
Root cause analysis: the defective gauze ((B)(4)) is supplied to deroyal by (B)(4). Thus, a supplier corrective action request (scar) was submitted to (B)(4). In its response, (B)(4) stated a root cause could not be specifically identified. A potential root cause is that this condition may occur during the cutting process of the gauze. The short fibers could be generated if blades are not sharped or misaligned. Corrective action and/or systemic correction action taken: it was identified in the scar response that no additional corrective actions are required at this time. Due to similar issues occuring in the product line, (B)(4) has implemented procedures to aid in improvements of the raw materials. The possible lots produced after the implementation of this procedure would have an "h" letter code located in the lot number. Investigation summary an (B)(4) was received reporting that a gauze contained within a deroyal tray was fraying. This gauze is supplied to deroyal by (B)(4). A scar request was issued to the supplier on september 8, 2015. A response was received january 14, 2016. (B)(4) scar response states the following: "the actual complaint sample was returned for review by the customer. The customer returned 7 sponges that were not banded together and outside of the primary package. The samples were evaluated for the reported condition and clearly showed short or small fibers falling from the sponges when agitated. This would give the sponges the appearance of fraying. The device history record (DHR) was reviewed for lot # 15f099762x and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition as described by the customer. The DHR review showed that all acceptance criteria inspections were within specifications during the production process. A root cause for the reported condition cannot be specifically identified. A potential root cause is that this condition may occur during the cutting process of the gauze. The short fibers could be generated if blades are not sharped or misaligned. A formal corrective and preventative action (CAPA) has been opened to address similar issues as observed in the sample. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection." (B)(4) and deroyal personnel will continue to monitor the gauze product line for verification of the implemented actions. Preventive action: due to the investigation and root cause determination, a preventive action has not been taken. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
(B)(4) product #7463 has been coming in and fraying. This is the same item that they use single sterile. It is coming apart very easily.